Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini-vision stent delivery system (sds) noted blood visible in the guide wire lumen, indicating that the device was at least loaded onto a guide wire. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. The analysis confirmed that the hypotube shaft, including the jacket material, was separated approximately 18 cm distal to the strain relief tubing. There were also multiple kinks observed along the distal shaft. Since there was no report of any damage observed to the sds prior to the procedure, this suggests that the kinks and separation occurred during use or from further handling after the procedure. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). It is possible that the shaft kinked during advancement such that as it was removed from the anatomy, the shaft separated at the kink. Kink or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Potential factors that can contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling during device preparation, an interaction with the patient anatomy, or from an interaction with accessory devices. Based on the information provided, the lesion was mildly tortuous and mildly calcified, which may have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received and the analysis of the returned product, the reported shaft separation and kinks appear to be related to operational context of the device and not a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the proximal shaft of the stent delivery system separated into 2 pieces during removal of the device from the patient. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch filed, additional information was provided stating that the vessel had mild tortuosity and mild calcification.